Manufacturer narrative:
Investigation: one sealed packaged 10ml syringe confirmed to be from batch #7053742 (p/n 309604) and two loose 10ml assembled syringes without packaging were received by bd canaan and evaluated. The three syringes were found to have multiple ink rings located around the syringe barrels. The ink rings observed are considered a rejectable condition at bd canaan. DHR review for batch 7053742 (p/n 309604) showed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7053742 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The ink rings are likely due to the failure of the doctor blade to remove excess ink during manufacturing. Although bd canaan was able to confirm the customer's indicated failure an absolute root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)

Event description:
It was reported that while drawing propofal into the 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, black rings formed on the inside of the syringe. There was no report of injury or medical interventions.